Event description:
It was reported that the patient experienced communication issues with their implantable neurostimulator. The implantable neurostimulator was confirmed as flipped. The patient was scheduled to undergo a revision. The patient was doing well at the time of this report. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4)